Event description:
Hospital has biv pt. With atrial lead possibly dislodged. Felt good with dod, but they reprogrammed vvi due to lead issue. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).